Event description:
A facility reported that during a "craniotomy for aneurysm repair" case, the patient's head slipped in the mayfield infinity xr2 skull clamp (a2114). The slip happened at the end of the surgery while they were closing. The circulating nurse held the patient's head while the doctor closed to ensure there was no further slipping. There was no patient injury and no increased surgery time.

Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit was unable to duplicate slippage as when the clamp was properly positioned and put under pressure, it did not move. However, it was observed that the unit has not been serviced since 2018. Additionally, the 80lb torque knob piston was sticking, the torque knob needs to be thoroughly disassembled and cleaned, and the index knob is tight and needed to be readjusted. To resolve these issues, the left and right pawls were replaced due to update them to the current revision along with cleaning and readjustment. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.